Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of sterile peritonitis in a patient coincident with dianeal pd4 unknown therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced sterile peritonitis manifested by cloudy effluent. On (B)(6) 2011, the patient began treatment with vancomycin 2g once weekly and ceftazidime 1.5g daily in the last fill of apd. On (B)(6) 2011, vancomycin therapy was discontinued. On (B)(6) 2011, ceftazidime therapy was discontinued. The root cause of the peritonitis was not reported. Severity was reported as mild and the patient was not hospitalized. On an unreported date in (B)(6) 2011, the event of peritonitis was resolved. Dianeal therapy continued. The nurse suspect the sterile peritonitis was related to dianeal therapy.